Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade, a non-abbott right ventricular (rv) lead was dysfunctioning so it was capped and replaced by the rv durata lead. The ICD was introduced into the pocket and noise with pacing inhibition for approximately two seconds was noted. The patient was pacemaker dependent; however, no adverse consequences occurred. Technical support suspects the cause of the event was due to metal to metal contact between the non-abbott capped lead and the new rv lead. The rv lead was repositioned and the event was resolved. The patient was stable.